Event description:
It was reported to boston scientific corporation in 2009, that a endovive safety peg kit pull method was used during a peg placement procedure. Per the complainant, during the procedure, the wire broke inside the patient. The wire was retrieved. The procedure was completed with another endovive safety peg kit pull method. The patient's condition post procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.